Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (sn#: (B)(4)) found no significant anomaly. Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. A lab functional test determined there was good, stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), reporting that the patient's ins depleted early and was replaced as a result. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a third party regarding a patient with an implantable neurostimulator (ins). It was reported that the ins depleted early. There were no patient symptoms or further complications reported as a result of the event.